Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
There was a chemo spill last night on 6c and they are reporting that it may have been a malfunction with the tubing clamp or roller.